Event description:
It was reported that the surgeon inserted an cc4204bf one piece collamer lens and the haptic was torn during insertion. The lens was removed and replaced without any pt incident.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of the optic, a haptic and part of the other haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.